Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter on (B)(6) 2015 due to an unspecified reason.